Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to high capture threshold. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.